Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding menorrhagia') in a 32-year-old female patient who had essure (batch no. D13382) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, esophagogastroduodenoscopy, gallbladder operation, laparotomy, loop electrosurgical excision procedure and laparoscopic surgery. Concurrent conditions included blood pressure high, endometrial hyperplasia, iron deficiency anemia, sinusitis, malaise, chronic fatigue, thyroid disorder and multiparous. Concomitant products included losartan since (B)(6) 2017 for blood pressure high, ethinylestradiol;norgestrel (cryselle) from (B)(6) 2016 for menstrual cycle management as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2016, carisoprodol (soma) from (B)(6) 2016, clonazepam since (B)(6) 2016, ferrous sulfate from (B)(6) 2016, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2016, naproxen sodium (anaprox) from (B)(6) 2016, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and phentermine hydrochloride (adipex-p) from (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea cramping"), 10 days after insertion of essure. On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("anxiety/ mental anguish"), anaemia ("anemia") and dyspareunia ("dyspareunia painful sexual intercourse"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("leiomyoma of the uterus/ fibroids") and experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: low hormones"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure uterine ablation, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, weight increased and abdominal pain lower had resolved and the hormone level abnormal, depression, anxiety, migraine, headache, anaemia, dysmenorrhoea, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2016(discrepancy noted as per pif). She received treatment for events pain, bleeding and other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, ovarian cyst, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. D13382) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, esophagogastroduodenoscopy, gallbladder operation, laparotomy, loop electrosurgical excision procedure and laparoscopic surgery. Concurrent conditions included blood pressure high, endometrial hyperplasia, iron deficiency anemia, sinusitis, malaise, chronic fatigue, thyroid disorder and multiparous. Concomitant products included losartan since (B)(6) 2017 for blood pressure high, ethinylestradiol;norgestrel (cryselle) from (B)(6) 2016 to (B)(6) 2016 for menstrual cycle management as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2016, carisoprodol (soma) from (B)(6) 2016 to (B)(6) 2016, clonazepam since (B)(6) 2016, ferrous sulfate from (B)(6) 2016 to (B)(6) 2016, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2016 to (B)(6) 2016, naproxen sodium (anaprox) from (B)(6) 2016 to (B)(6) 2016, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and phentermine hydrochloride (adipex-p) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 days after insertion of essure. On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("anxiety/ mental anguish"), anaemia ("anemia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("leiomyoma of the uterus/ fibroids") and experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: low hormones"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure uterine ablation, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, weight increased and abdominal pain lower had resolved and the hormone level abnormal, depression, anxiety, migraine, headache, anaemia, dysmenorrhoea, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2016(discrepancy noted as per pif). She received treatment for events pain, bleeding and other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, ovarian cyst, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of event other specified-weight gain and fatigue was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. D13382) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, esophagogastroduodenoscopy, gallbladder operation, laparotomy, loop electrosurgical excision procedure and laparoscopic surgery. Concurrent conditions included blood pressure high, endometrial hyperplasia, iron deficiency anemia, sinusitis, malaise, chronic fatigue, thyroid disorder and multiparous. Concomitant products included losartan since (B)(6) 2017 for blood pressure high, ethinylestradiol;norgestrel (cryselle) (B)(6) 2016 for menstrual cycle management as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2016, carisoprodol (soma) (B)(6) 2016, clonazepam since (B)(6) 2016, ferrous sulfate from (B)(6) 2016, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2016, naproxen sodium (anaprox) (B)(6) 2016, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since february 2016 and phentermine hydrochloride (adipex-p) (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 days after insertion of essure. On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("anxiety/ mental anguish"), anaemia ("anemia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("leiomyoma of the uterus/ fibroids") and experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe: low hormones"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure uterine ablation, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved and the hormone level abnormal, depression, anxiety, migraine, headache, anaemia, dysmenorrhoea, fatigue, weight increased, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, ovarian cyst, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: pain, abnormal bleeding (menorrhagia), hormonal changes describe: low hormones, abnormal bleeding (vaginal), depression, anxiety/ mental anguish, migraines, headaches, anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, leiomyoma of the uterus/ fibroids, ovarian cyst, and cramping. Medical history, concurrent condition, concomitant medication and lot number were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.